Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no longevity or diagnostics information seen on the device. It was also reported that the physician was not noticing any information on the patient first office check post implant. The implant detect was turned off and the device remains in use. No patient complications have been reported as a result of this event.